Event description:
During angioplasty, the balloon catheter was placed into the iliac artery. The doctor inflated the balloon successfully, but when the balloon was deflated, the balloon fractured off the shaft of the catheter. The balloon was retrieved successfully with a snare. The doctor spoke with the patient's spouse immediately after the successful removal. The company was notified by the interventional radiology supervisor. The sales/field representative came in, initiated a report, and retrieved the balloon catheter for inspection.